Event description:
It was reported that a merlin.net transmission showed non sustained lead noise due to post-paced t wave oversensing. Reprogramming was recommended. There has been no more alerts. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.